Manufacturer narrative:
Lens was discarded. (B)(4).

Event description:
It was reported that the patient had unually high pressure in the eye and when the cc4204a collamer single piece lens was inserted it was ripped as the surgeon was positioning it in the eye. The lens was removed without any patient injury and discarded. The reporter stated the incident was the result of a pre-existing patient condition.